Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) would not boot up and stayed on the windows page and never progressed to the application boot screen. They stated that a message of "comm loss" briefly appeared on the screen. Quality assurance called the bme to get additional information for this failure as to whether the device shut down by itself and if the issue has been resolved. The biomed responded that they are not aware of a cns that would not boot up. No patient harm reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse's station (cns) would not boot up and stayed at the windows page, never progressing to the application boot screen. They stated that a message of "comm loss" briefly appeared on the screen. Nihon kohen's quality assurance called the bme to obtain additional information for this failure and possible resolution. However, the bme reported they were not aware of a cns with this issue. No harm or injury was reported. Service requested / performed: troubleshooting. Investigation summary: based on the available information, a definitive root cause could not be identified. However, it is likely that environmental factors (network or power issues) may have caused the issue. Bootup/startup issues are usually discovered at startup and are therefore unlikely to cause patient harm. The issues are immediately evident to technicians who can then choose an alternative monitoring device. The device may fail to start up due to sudden power outage or other loss of power; these failures do not indicate a failure of the device but rather a response to environmental factors. In the event of an ungrateful exit which is often caused by sudden power loss or outage, users should reboot the device. The overall risk rating of the event is medium.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) would not boot up and stayed on the windows page and never progressed to the application boot screen. They stated that a message of "comm loss" briefly appeared on the screen. Quality assurance called the bme to get additional information for this failure as to whether the device shut down by itself and if the issue has been resolved. The biomed responded that they are not aware of a cns that would not boot up. No patient harm reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse's station (cns) would not boot up and stayed at the windows page, never progressing to the application boot screen. They stated that a message of "comm loss" briefly appeared on the screen. Nihon kohen's quality assurance called the bme to obtain additional information for this failure and possible resolution. However, the bme reported they were not aware of a cns with this issue. No harm or injury was reported. Service requested / performed: troubleshooting. Investigation summary: bootup and startup issues are usually discovered at startup and are therefore unlikely to cause patient harm. The issues are immediately evident to technicians who can then choose an alternative monitoring device. The device may enter a boot loop or fail to start up due to sudden power outage or other loss of power; these failures do not indicate a failure of the device but rather a response to environmental factors. In the event of an ungrateful exit which is often caused by sudden power loss or outage, users should reboot the device.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) would not boot up and stayed on the windows page and never progressed to the application boot screen. They stated that a message of "comm loss" briefly appeared on the screen. Quality assurance called the bme to get additional information for this failure as to whether the device shut down by itself and if the issue has been resolved. The biomed responded that they are not aware of a cns that would not boot up. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Concomitant medical device field contains no information (ni), as attempts to obtain information were made, but not provided.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) would not boot up and stayed on the windows page and never progressed to the application boot screen. They stated that a message of "comm loss" briefly appeared on the screen. Quality assurance called the bme to get additional information for this failure as to whether the device shut down by itself and if the issue has been resolved. The biomed responded that they are not aware of a cns that would not boot up. No patient harm reported.